Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device is not expected to be returned for evaluation. As no further investigation was able to be performed no change in harm was identified. The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
It was reported that the drill fused inside the guide during use.